Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient heard the patient alert from the device. Patient also stated the "device is using the battery [five to six] times faster than it should". The device was removed and a new device was implanted. It was further reported the atrial lead had high threshold measurements. The lead was repositioned during the device change out procedure and remains in use. No patient complications have been reported as a result of this event.